Manufacturer narrative:
This is 1 of 7 reports filed associated with this event. Subject device is not available.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right superior hypophyseal artery. On the day of the procedure, the patient experienced headache. The headache was ongoing and medication (unknown type and dose) was administered. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. According to the study facility, the headache continued throughout 56 days post the index procedure. It was indicated that the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject device) and access devices. During the 2 months follow-up, the patient was assessed having a mrs of 1. At the 6 and 12 months follow-up, the patient was assessed having a mrs of 0. No further information is available.

Manufacturer narrative:
Executive summary: corrected: the subject device in this report is the access device and not the coils.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right superior hypophyseal artery. On the day of the procedure, the patient experienced headache. The headache was ongoing and medication (unknown type and dose) was administered. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. According to the study facility, the headache continued throughout 56 days post the index procedure. It was indicated that the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils and access devices (subject device). During the 2 months follow-up, the patient was assessed having a mrs of 1. At the 6 and 12 months follow-up, the patient was assessed having a mrs of 0. No further information is available.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, headache is a known risk associated with endovascular procedures and are noted as such in clinical experience summary for neurovascular microcatheters. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This is the first of 7 reports filed associated with this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right superior hypophyseal artery. On the day of the procedure, the patient experienced headache. The headache was ongoing and medication (unknown type and dose) was administered. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. According to the study facility, the headache continued throughout 56 days post the index procedure. It was indicated that the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils and access devices (subject device). During the 2 months follow-up, the patient was assessed having a mrs of 1. At the 6 and 12 months follow-up, the patient was assessed having a mrs of 0. No further information is available.